Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded it. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further issues arose.